Manufacturer narrative:
The product has been returned for analysis. Analysis is pending. At this time, no conclusion can be drawn. A supplemental report will be filed upon completion of investigation.

Manufacturer narrative:
Upon receipt at medtronic's quality laboratory, visual inspection showed no outward signs of physical damage or abnormalities. Performance testing showed no internal or external leaks and pressure measurements to be below historical averages. Conclusion: analysis and performance testing found that the device met specification. Based on investigation, the cause of the high pressures was likely related to a patient condition. The device history record was reviewed and showed that this product met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Medtronic received information indicating that during ventricular septal defect (vsd) repair on bypass, this affinity oxygenator had to be changed out due to high line pressure. It was reported that prior to the change out the oxygenator, the entire tubing circuit was changed out. The high line pressure and no-flow persisted, so the oxygenator was then changed out, which resolved the high pressure. There was no report of patient effect and the device was returned for analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.